Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered inappropriate anti-tachycardia pacing (atp) during a supraventricular tachycardia (svt). Far-field r wave oversensing and competitive atrial pacing leading to episodes of false automatic mode switch were observed. Technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.